Event description:
The user facility reported that the garrett vascular dilator tip broke off during a procedure. The broken tip was retrieved from the pt. On 3/27/2008, add'l info was obtained from the supervisor of sterile processing. She reported that the dilator was removed from the femoral artery and the tip was missing. The surgeon was able to remove the tip out of the vessel without harm to the pt.